Event description:
The patient's mother reported that the patient's blood glucose levels were over 600mg/dl and she gave him 8 units of insulin by injection to treat. The patient complained about slight chest pain, nausea, and feeling weak at the time of the high blood glucose level. The patient's mother smelled insulin and noticed it was leaking from the pump. She says she took the cartridge out of the pump and saw insulin in the cartridge compartment. She inspected the cartridge and noticed a crack at the luer lock. Two hours after the 600 mg/dl reading the patient's blood glucose level was reportedly 322 mg/dl and the patient's symptoms reportedly diminished.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. Animas will investigate a sample cartridge from the cartridge lot. No conclusions can be made at this time.